Event description:
Caller reported that a malfunction occurred on the pump, but no notable events happened prior to that issue. There was no reported impact to the customer's blood glucose level. Customer decided to use multiple daily injections as a backup therapy and technical support planned to replace the pump, though it was out of warranty. Caller expressed interest in obtaining an out-of-warranty loaner pump and agreed to send insurance card pictures as requested. Additionally, caller understood the steps to take upon receiving the loaner pump. However, they were unable to sign and complete the necessary form immediately, leading technical support to leave the case open for follow-up.